Manufacturer narrative:
The reported failure of machine flow drift ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number h312706302d29, did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a trilogy evo was alarming for a service required alarm condition. There was no harm or injury reported. The device was not inpatient use. The device was returned to the manufacturer's service center and a ventilator inoperative alarm indicating a machine flow drift was observed in the device's downloaded event log. The device software was reloaded to address the issue. The device's machine flow sensor was replaced preventatively to prevent a reoccurrence. No contamination was observed. No service required alarms were noted. The device was cleaned and tested and passed all final testing.